Event description:
It was reported that during an unknown procedure, the device remained closed on the tissue. The device stapled, cut and then was blocked on tissue. The surgeon was able to unlock the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Cartridge, closing trigger. The analysis found that one ec60a device was returned with the closure trigger broken and in the closed position. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. A return stroke was completed and the device opened. In addition, an ecr60d cartridge was loaded on the device. The reload was received fully fired. Upon further inspection the cartridge was noted to have deck damage. The found damage on the deck is consistent when the device is clamped over a hard object and fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No functional test was performed due to the condition of the device. No conclusion could be reached on what may have caused the closing trigger to become damage, it is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.